Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation it was observed that there were marks on the lens optic, consitent with axis marks. The iol was left in situ; however, post-operatively, the patient complained of very defocused vision. The surgeon therefore elected to perform an additional surgery to explant and exchange the iol, the date of the procedure is not known by rayner. The qa batch control sample for the subject batch was reviewed and the lens was confirmed to be free of any marks in the optic zone. "Deviation from target refraction" and "iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. Our review of production records for the rayone emv rao200e batch 065274757 showed that all manufacturing and quality checks were conducted without incident. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 065274757. The device was retained and returned to rayner for evaluation. The lens was sterilised and then underwent optical measurement by our senior optical design engineer. Our inspection and testing have confirmed that it is a toric lens; either a rayone emv toric rao210t or a rayone toric rao610t. With a margin of error assumed (+/- +2.0 d), as the lens has been cut in two to aid explantation, we can approximate the lens power is +22.0 d +/- 2.0 d and cylinder is 2.0 d +/- 1.0 d. In addition to the test performed on the returned explanted lens, we obtained 20 units from the subject rayone emv rao200e +21.0 d batch 065274757 from our warehouse for testing. Inspection and power testing has confirmed that all (B)(4) devices are rayone emv rao200e +21.0 d, as labelled. Exhaustive reviews of the production records and have identified no point for a cross over between the subject rao200e batch and a rao210t or rao610t batch within rayner's production environment. Furthermore, we have reviewed the record for the batch control test lens, a mandatory check that is performed in addition to the 100% optical inspection, prior to the release of the batch and have verified that this record also verifies that the device tested was a rayone emv rao200e +21.0 d, as labelled.

Event description:
On 16th october 2025, rayner received notificiation from a UK healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that during iol implantation it was observed that there were marks on the lens optic, consistent with axis marks. The iol was left in situ; however, post-operatively, the surgeon elected to perform an additional surgery to explant and exchange the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation it was observed that there were marks on the lens optic, consitent with axis marks. The iol was left in situ; however, post-operatively, the patient complained of very defocused vision. The surgeon therefore elected to perform an additional surgery to explant and exchange the iol, the date of the procedure is not known by rayner. The qa batch control sample for the subject batch was reviewed and the lens was confirmed to be free of any marks in the optic zone. "Deviation from target refraction" and "iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner; however, has been requested. Our review of production records for the rayone emv rao200e batch 065274757 showed that all manufacturing and quality checks were conducted without incident. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 065274757. Rayner has requested additional information from the healthcare facility to facilitate further investigation of the event. Currently, there is insufficient evidence and information available to establish root cause.

Event description:
On 16th october 2025, rayner received notificiation from a UK healthcare facility of an event that occurred during use of a rayone emv rao200e. The event description provided states that during iol implantation it was observed that there were marks on the lens optic, consistent with axis marks. The iol was left in situ; however, post-operatively, the surgeon elected to perform an additional surgery to explant and exchange the iol.